Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one patient. The results provided were: sid (B)(6) =29 ng/l /repeated after re-centrifuge=0.1 ng/l /redrawn patient sid (B)(6)=0.0 ng/l laboratory reference range for troponin: male= <26 ng/l and female =<16 ng/l. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). Updated postal code e1=to (B)(6) from (B)(6). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for architect stat high sensitive troponin-I reagent lot 54295ud00. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. This evaluation indicated that median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I, reagent lot 54295ud00.